Event description:
It was observed that during the device evaluation, dead pixels were causing an image quality issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found dead pixels showing on the image. Based on the results of the investigation, it is likely that the the dead pixels were caused by a faulty charged coupled device. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.